Manufacturer narrative:
Follow-up received on 09-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 2 years later, was informed that her right essure coil broke apart. Plaintiff underwent a hysterectomy to remove her essure coils. Outcome was not reported. Device breakage was previously regarded as unanticipated event according to reference safety information for essure, however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking is an anticipated event; it was amended to anticipated. In this particular case, the exact mechanism and circumstances of device breakage occurrence were not informed. However, considering its nature, the event is regarded as related to essure. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. Consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including irregular menstrual cycles, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. In (B)(6) 2016 she learned that her right essure coil broke apart. On (B)(6) 2016 hysterectomy to remove the devices was done. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 2 years later, was informed that her right essure coil broke apart. Plaintiff underwent a hysterectomy to remove her essure coils. Outcome was not reported. Device breakage is an unlisted event according to reference safety information for essure. In this particular case, the exact mechanism and circumstances of device breakage occurrence were not informed. However, considering its nature, the event is regarded as related to essure. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure coil broke apart') and fallopian tube perforation ('possible perforation/ near perforation of the essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycles"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse.") And alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, discomfort, menstruation irregular, back pain, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, discomfort, dyspareunia, fallopian tube perforation, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2016: findings: 1. Slightly enlarged bulbous uterus consistent with adenomyosis. 2. Bilateral essure devices with near perforation on the right with extensive fibrosis in the right broad ligament. 3. Normal ovaries. There was extensive fibrosis around the tube and the broad ligament on the right consistent with a possible perforation or near perforation of the essure.procedure was well tolerated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received event added: " there was extensive fibrosis around the tube and the broad ligament on the right consistent with a possible perforation near perforation of the essure". Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure coil broke apart') and fallopian tube perforation ('possible perforation/ near perforation of the essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycles"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse.") And alopecia ("excessive hair loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, discomfort, menstruation irregular, back pain, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, discomfort, dyspareunia, fallopian tube perforation, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2016: findings: 1. Slightly enlarged bulbous uterus consistent with adenomyosis. 2. Bilateral essure devices with near perforation on the right with extensive fibrosis in the right broad ligament. 3. Normal ovaries. There was extensive fibrosis around the tube and the broad ligament on the right consistent with a possible perforation or near perforation of the essure.procedure was well tolerated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.